Event description:
As a result of the safety data reconciliation process between fidia (B)(4) and its worldwide business partners, 8 serious individual case-safety reports regarding hyalgan have been identified. All these cases were recorded in (B)(6) (europe) between 2005 and 2013. All legal requirements applicable to marketing authorization holders in the european union countries have been fulfilled by the local licensee. Fidia is reporting these cases as manufacturer and keeper of the global safety database for the product. Case 1 of 8: authority report, local reference # (B)(4), authority reference # (B)(4). Initial info rec'd on (B)(6)-2005 from the (B)(6) health authority. A (B)(6) female patient, with an unspecified medical history, rec'd hyalgan 20 mg/2ml solution for injection (hyaluronic acid) for an unknown indication since an unspecified date. On (B)(6)-1990, the patient developed an anaphylactic reaction with a diffuse urticaria. A prick test was performed on (B)(6)-2005 and was found to be positive with solution of hyalgan tested (6x6 mm to 30 minutes). Prick test and idr (intradermoreaction) were positive with the solution although the control was found negative. The patient fully recovered from urticaria on an unspecified date. F/u rec'd on 12-august-2005 from the (B)(6) health authority. The adverse event "anaphylactic shock" was deleted. No other info was provided. F/u rec'd on 02-september-2005 from the (B)(6) health authority, upon a phone call with the regional center of pharmacovigilance due to some discrepancies: the patient had presented with urticaria in 1990 (unknown exact onset date). In 1990, the patient was (B)(6). No further info is available.

Manufacturer narrative:
Exemption number (B)(4). On (B)(6) 2011, the FDA granted the permission for the manufacturer fidia farmaceutici (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4) and imported into the USA by fidia pharma USA, inc. As a consequence, fidia (B)(4) (the manufacturer) should submit reportable cases on behalf of fidia pharma USA inc (the importer). However, since this is a non-us case of which fidia (B)(4) has become aware in its role of product manufacturer, fidia pharma USA does not have any reporting obligation. Fidia (B)(4) comments: no batch number was rec'd on this complaint; therefore, no investigation can be conducted. No further info is expected for this case. Conclusion: no investigation/no assessment possible. Case status: closed.